Event description:
The manufacturer received information alleging a patient experienced fatigue, pulmonary hypertension, cough, shortness of breath, low o2, and pneumonia while using a dreamstation 2 device. There was an allegation that the humidifier on the device was not working. The patient was under the care of a pulmonologist and was hospitalized. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.